Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary connectivity issue between the dexcom g7 cgm and the ilet, with pairing failing to the ilet until the connection spontaneously re-established during a support call; troubleshooting and education were completed, and there were no alerts or alarms reported. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no impact to health and no medical intervention. Investigation included guided troubleshooting and user education focused on cgm-to-ilet pairing and connection verification. Investigation of this case revealed a transient communication disruption that resolved without hardware replacement or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue not reproducible after restart and reconnection.